Event description:
The technician reported that the left foot side rail is not latching. The bed was located on the 4th floor at the facility. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The technician found the left side rail latch was contaminated with a sticky substance from dried fluids that had penetrated the side rails center arm and latching mechanism assembly. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012 through 2014. It is unk if the facility performed any other preventative maintenance on this bed. The technician cleared the left side rail latching mechanism to resolve the issue. Based on this information, no further action is required.